Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range pacing impedance measurement greater than 2,000 ohms, which triggered a lead safety switch (lss). No noise was produced on the rv channel through traditional maneuvers. At this time, this lead remains in service, and the patient will be closely monitored via latitude. No adverse patient effects were reported.